Event description:
A us distributor reported that a patient was experiencing check therapy electrode and add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages, check therapy pad messages) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The cause for the failure was isolated to an pinched wire in the ECG c & d cable. The root cause for the pinched wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Manufacturer narrative:
Belt was returned and evaluated at the distributor. The electrode belt did not pass essential performance testing. Upon evaluation of the electrode belt, the cable connecting ECG c and d was severed. The root cause of the damaged belt was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.